Event description:
Valve explanted within 24 hours of implant due to a suture loop. This valve packaged with a tricentrix holder. Implant done using a minimally invasive approach and made visualization extremely difficult. No further information was provided.